Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector would not allow flow of medication during infusion. When the connector was removed, there was a free flow of crystalloid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.